Event description:
It was reported that the patient had been hospitalized with hypoglycemia. The patient reports while on a flight from washington dc to london the patients blood glucose level had decreased to below 70 mg/dl. The patient reports they had dinner and glass of wine before boarding the flight and then went to sleep. There were paramedics on the flight who removed the patient's pod prior to landing in london. Once at a hospital in london, the patient had tests performed administered to test for any infections. The patient was treated with oral glucose. The patient reports they will be discharged from the hospital the same day as this event. The pod has been discarded.

Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded by the paramedics. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided.